Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that one device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. No scissored clips were noted during testing. The device locked out as intended, but the orange indicator did not show up. A possible cause for the indicator failure may be a previous feed error or firing through the device lockout, which may cause the indicator to over-travel the intended point. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.